Manufacturer narrative:
The local area sales representative and health care professional (hcp) was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from a health care professional (hcp) that this right ventricular (rv) lead was not functioning. No inappropriate therapy had been delivered. Tachycardia therapy was turned off and the patient was noted to be on a heart transplant list. This product remains implanted and in service. No adverse patient effects were reported.